Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator was failing air flow testing. There was no patient involvement.

Manufacturer narrative:
Date of report: 10jun2019. Date received by manufacturer: 14may2019. The customer troubleshot with technical support. The customer was advised to replace the flow sensor assembly. Multiple attempts were made to obtain repair/service of the device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.